Event description:
It was reported that during a coronary artery stenting treatment procedure, stent dislodgement occurred. The 99% stenosed, calcified target lesion was in the severely tortuous distal right coronary artery (rca). The physician was attempting to advance a 3.0x16mm liberte' bare metal stent (bms) through a 7f non-bsc guide catheter when the stent dislodged. The device was outside the pt when the malfunction occurred. The dislodged stent was able to be retrieved. There were not pt injuries reported. The procedure was completed with a non-bsc bms. The pt's current condition was listed as "good".